Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with patient identifier (B)(6) is for aviva combo system. Medwatch with patient identifier (B)(6) is for compact plus system.

Event description:
Caller reported blood glucose results of 64 mg/dl on compact plus system, 34 mg/dl on aviva combo system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.